Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the iodine pouch leaked inside of the tray package upon opening the package.

Manufacturer narrative:
The reported event was confirmed. Evaluation found void or channel at the edge of the pvi sachet causing the pvi solution to leak out. The reported event could have been contributed by supplier. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iodine pouch leaked inside of the tray package upon opening the package.